Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9098627. All inspections and challenges were performed per the applicable operations qc specifications. There were two notifications [200818801, 200818591] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: 2 syringes have a clear liquid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: 2 syringes have a clear liquid.